Event description:
The customer reported the system had mixed saved images. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated. The real time operating system (rtos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.